Manufacturer narrative:
The customer declined to have the service representative upgrade the single board computer. No further information is available.

Event description:
The customer reported that the system would not display an image. No patient injury was reported.